Manufacturer narrative:
Product event summary: the device was returned and analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device triggered end of service (eos) after the patient went into a ventricular tachycardia storm resulting in multiple shocks delivered. A charge circuit timeout occurred and unsuccessful defibrillation was reported. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated a charge circuit timeout.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965, lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.